Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in reservoir. The customer's blood glucose level was 163 mg/dl. The customer stated that they had air bubble during the filling process in the reservoir of approximately the size was 1/4 inches. The customer was advised to remain disconnected from the infusion set at the quick set release. The insulin pump will not be returned for analysis.